Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrectomy probe stopped cutting midway and the aspiration was weak before vitrectomy surgery. The procedure was completed with lower cut rate. There was no information about patient impact.